Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. (B)(6) postoperatively, the patient returned due to abdominal pain complaint. On (B)(6) 2011, a diagnostic laparoscopy revealed a (B)(6); floating (B)(6); mesh with some adhesions and a hernia recurrence. There was no tissue incorporation. The polypropylene was left intact and hanging from the abdominal wall with the staples (ems) that were used. The mesh was removed and the recurrent hernia was repaired.